Manufacturer narrative:
(B) (4). Findings/action taken: conformed battery run time approximately 5 minutes from start to pump stop. Replaced battery. Checked charge voltage - ok, 13.6 volts. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: pt involvement "yes." Symptom: alarm battery run time less 20 minutes, 5 seconds later less 10 minutes, 5 seconds later battery off.